Event description:
This 56 year old caucasian female was enrolled in a UK clinical study (c614/05) for treatment of her venous leg ulcer, located on the right medial malleolus, of five years' duration. She received the first application of dermagraft on 5/14/1999, with subsequent applications on 5/21, 6/10, and 7/8 (4 applications total). Between 7/8 and next visit on 7/16, the pt had dressings changed by the community nurse. There was no communication about any problems noted at that time. On 7/16, the pt returned to clinic complaining of severe pain. The ulcer was found to be infected and had increased in size since the last eval. Prior to enrollment in the study, the pt had previous proven infections to this same leg ulcer. The ulcer was cleaned with normal saline and topical treatment changed to flamezine (silver sulfadlazine) and kalostat (calcium/ sodium alginate dressing). Dermagraft was not removed. No culture was done. The pt was given augmentin (amoxacillin/ clavulanate) and was withdrawn from the study. The pt returned to clinic, was treated with ciprofloxacin 250mg bid for 2 weeks. The ulcer is now responding to treatment. This event was considered serious and judged by the research nurse to be possibly related to the investigational product. Dr and another research nurse, have signed that they agree the relationship to dermagraft is "possible". Dr added that he thinks there actually was unrecognized infection at week 8.